Event description:
Infant's central venous line (cvl) was noted to be backing up. IV fluid was leaking onto bed. The bifuse had cracked at the hard area between separate ports. Unable to flush cvl. Intervention included: central line discontinued and fluids resumed via peripheral IV until central placed again.